Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit shutdown itself. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. When the logs are checked, it gives an engine overtemperature error. When the inside of the device was opened, the power supply and compressor ventilation was dusty, and it was cleaned by holding the air. Device when the functional tests were performed by running it, it was seen that it passed all the tests. The device was operated by attaching a catheter and a trainer, and tested for approximately 20 hours. No problems were observed in the operation of the device. The device is delivered to the user in working condition.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit shutdown itself. There was no patient involvement.